Event description:
A dye study was done on the morning of (B)(6) 2021 because the pt was experiencing some additional pain they believe may be related to a recent, unrelated medical procedure. During the dye study they found a small leak in the catheter just behind the pump. There will be a catheter revision and pump replacement on (B)(6) 2021. Morphine 10 mg/ml , 4.149 mg/day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).